Event description:
It was reported that the light source exhibited an error e200 and blinking front lights. Olympus received additional information from the customer that the issue occurred during a diagnostic colonoscopy, which was delayed by 30 minutes while the patient was under general anesthesia. The procedure was not completed with the same device. There were no reports of further patient impact.